Manufacturer narrative:
Insulin pump up arrow buttons did not response due to corroded keypad traces. No button error alarm noted. Insulin pump had moisture damage on electronics. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert a back-up plan per the health care provider's instruction. No additional information was provided.